Event description:
Unable to prime cellex photopheresis kit lot #d364, expiry date 10/01/2017 due to multiple reoccurrences of alarm "prime 1". Two kits were used without success. The MFR was notified of the event and the kits were saved and sent for evaluation. Report pending.